Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had admitted patient abut shown as unknown in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was admitted but shows as unknown in pyxis system. Follow-up with the customer was initiated. Three follow-ups were completed, but no response was received related to further assistance.